Event description:
It was reported that this pacemaker recorded out of range atrial intrinsic amplitude measurements. There was no evidence of undersensing as a result. Review of stored electrograms (egms) noted the device exhibited farfield r-wave oversensing on the atrial channel resulting in storage of inappropriate atrial tachy response (atr) events. Additionally, occasional oversensing of atrial pacing evoked response was observed. Technical services (ts) recommended in clinic assessment of atrial sensing parameters. No further assistance was requested. No adverse patient effects were reported. This device remains in service.